Event description:
Plastic backing at end of scissor came off while tech was cutting casting bandage from patient's arm. Tech was unable to see backing come off and continued to cut bandage inflicting cuts to arm.